Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(6). Same case as 2134265-2009-04968. It was reported that during a coronry artery stenting treatment procedure a dissection occurred and the patient experienced a myocardial infarction (mi). The 100% stenosed target lesion was in the right coronary artery (rca) with a 3mm reference vessel diameter and a 15mm target lesion length. A 3.00x16mm liberte stent was implanted. Stenting with an additional liberte stent was performed due to a dissection. Residual stenosis was 0%. The procedure was a technical success. The patient experienced an inferior mi on the day of the index procedure. The mi occurred in the lesion of the target vessel. No ECG changes were documented and a rise in cardiac markers was noted. The patient was on anticoagulant therapy (clopidogrel) and asa at the moment of the mi. No further data was provided. The patient was discharged five days after the index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months.